Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The caller reported they were talking to the customer over the phone as she was "huffing and puffing" but the call was disconnected. The caller notified the customer's brother to check on her, and the customer was "found lying on the floor." An ambulance was called and customer was transported to the hospital where a laboratory result of 34 mg/dl was obtained. The customer was provided unspecified treatment for hypoglycemia and stayed in the hospital for 24 hours. No further details were provided. There was no report of death or permanent injury associated with this event.